Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. It was noted that the lead exhibited historical but steady low impedance. The healthcare professional wished to set the alert threshold lower to avoid the audible low impedance alert. It was explained that the alert threshold could not be set any lower than the current default value and therefore the only option was to turn off the alert entirely. The lead remains in use. No patient complications have been reported as a result of this event.